Event description:
During a pci treatment procedure, the amplatz super stiff guide wire fractured. The physician was performing a nephrostomy procedure, and used a pyramid/balt needle as an introducer sheath for vascular access. The guide wire fracture did not result in complete separation. The amplatz guide wire was removed and replaced with another amplatz to successfully complete the procedure. No patient injuries or complications were reported.